Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was able to load the same cartridge, and as insulin delivery resumed, no further assistance was required.